Event description:
It was reported that a pediatric patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as the event onset, the patient began treatment with intraperitoneal vancomycin (for fifteen days; dose and frequency not reported) and intraperitoneal ceftin (for fifteen days; dose and frequency not reported) for peritonitis. Dianeal therapy remained ongoing. Fifteen days after the event onset, the patient recovered and the treatment with vancomycin and ceftin was discontinued. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.